Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump received a critical pump error alarm. Their blood glucose was unknown. They had the same error on their last pump. The pump will not be returning for analysis.